Manufacturer narrative:
The devices in question were not returned for evaluation. The device history records were reviewed and no non-conformances were found. The implant dimensional analysis scans were reviewed and determined that both the implants were manufactured according to design requirements provided by the customer and met all acceptance requirements. Design vendor medical modeling conducted an investigation into the design of this case. They stated, ¿the digital mold, mold of mold, and implant files were all examined and no design flaws were found. The parts were examined to ensure no gaps or overlaps existed between parts that could lead to the caste implant being too large or different from the implant design.¿ ¿no evidence has been found during the review of the design to indicate that the 3d systems process caused incorrect manufacture of the implant for this case.¿ ¿the temporalis region of implant was removed and the implant appears to sit proud. The temporalis muscle or incorrect plating may have attributed to the implant fit but is non-verifiable.¿ the instructions for use states, ¿htr polymer implants can loosen or migrate due to loss of fixation or trauma.¿ the screws and plates used to fixate the implant are not known. The application failure mode and effects analysis identifies potential causes of an inappropriate fit as, ¿changes in the patient's anatomy after CT scan was taken or bone removal required but not performed or incorrectly performed or change on patient's anatomy.¿ the surgery date is unknown so the length from scan to implantation is not known but the post-op CT scan does not show any significant changes in patient anatomy. There was a bone removal form associated with the case that showed the surgeon the bone that was required to be removed and the post-op CT scan indicates the bone was removed. Based on the investigation by the design vendor, the complaint that there is a revision scheduled because the implant has lifted off the craniectomy wall due to a loosened screw was confirmed through the post-op CT scan as the design vendor stated, ¿the temporalis region of implant was removed and the implant appears to sit proud.¿ the design vendor determined the most likely underlying cause to be, ¿the temporalis muscle or incorrect plating may have attributed to the implant fit but is non-verifiable.¿ there are no indications of manufacturing defects.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Remains implanted.

Event description:
The sales associate reported a revision will be performed due to a loose screw and displacement of the implant. The date of the revision surgery is unknown at this time. Was reported that the skin in the frontal region is very thin and the implant has lifted off the craniectomy wall due to a loosened screw. The screw and plate part numbers are unable to be identified at this time.